Event description:
The customer reported that the system's button to raise and lower is not functioning properly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the motor driver relay and the fluoroscopy switch. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.